Manufacturer narrative:
(B)(4). For 1 event the investigation determined the service activities solved the issue. For 8 events the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for 1 event was that the field engineering specialist checked multiple components and only found a slightly bent bead mixer paddle. He performed precision and performance testing with acceptable results. Calibration and qc testing was performed with acceptable results. The follow up/corrective actions for 3 events were not provided. The follow up/corrective actions for 1 event was that the field service representative did not find any issues. Performance testing was acceptable. The follow up/corrective actions for 1 event was that a field engineering specialist exchanged parts according to the preventative maintenance kit. The analyzer was generally cleaned, fluids and the overall mechanisms were checked. The instrument was found to be okay. The follow up/corrective actions for 1 event was that the field service representative cleaned the filter, replaced the sipper tubing and measuring cell, adjusted the measuring cell voltage. Performance testing, calibration, and qc were completed. The follow up/corrective actions for 1 event was that the field service representative checked the sample lld voltage, sample aspiration position, and error log. No problems were found. The follow up/corrective actions for 1 event was that a field engineering specialist found that the table cover assembly was broken and that the acrylic shielding was cracked at a hinge causing an interference with the sample/reagent probe level detection. He replaced the affected parts. Calibration, precision, and qc testing were performed with acceptable results. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>9</noe> malfunction events. Low results were generated by the cobas e 411 immunoassay disk analyzer. The event involved 10 patients with low results for the elecsys hcg stat test system, elecsys ft4 ii assay, elecsys hcg + beta test system, elecsys ca 19-9 immunoassay and the elecsys vitamin b12 immunoassay. The ages for 3 patients ranged from (B)(6) - (B)(6). The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females and 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.